Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading with the adc device. The customer reported high sensor readings, with symptoms of weakness. The customer was provided sugar as treatment by a non-healthcare provider. The customer additionally reported a comparison of 49 mg/dl from an adc meter against 86 mg/dl from sensor. The results when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event. There was no report of death or permanent injury associated with this event.